Event description:
The hill-rom field service technician reported that the nurse call feature did not function on this bed. He found that the patient nurse call button was defective in the right siderail. He replaced the patient control assembly and this resolved the issue. There was no reported adverse events associated with this product malfunction.